Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart. The customer¿s blood glucose level was 351 mg/dl. Customer was able to rewind the insulin pump. Customer reported that the insulin pump received another unexpected restart after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement,unexpected restart error test and self test. No unexpected restart alarm noted during test. .